Manufacturer narrative:
Additional information: thirty-three (33) samples were received for evaluation in unopened pouches. Visual inspection with the naked eye revealed that all sealed pouches had evidence of manipulation of the device inside the pouch; all units were in closed position. All units were removed from pouches and opened/closed by hand; none of the connectors were loose on the devices. Functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported condition was not verified on the returned samples. Four (4) devices were not received for evaluation; therefore, a device analysis could not be completed on those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of thirty-seven (37) minicap transfer sets were loose; further described as ¿after closing the twist clamp, the twist sleeve can still turn¿. The reported event occurred before patient use. There was no patient involvement. No additional information is available.